Event description:
An optometrist reported that a pt who underwent bilateral lasik was diagnosed with asymptomatic stage 1 diffuse lamellar keratitis (dlk) in the right eye, at the one day postoperative visit. The topical steroid drops were increased, and the dlk resolved with treatment. Another report has been filed for the left eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Logfiles review shows that all treatments were completed to 100% and all laser system functions were within specifications at this day. The system history shows that the laser was verified successfully prior to and after the date of treatment. The technical investigation shows that the device meets the specifications. The root cause cannot be determined conclusively. (B)(4).